Event description:
It was reported that the catheter began to erode about three weeks prior. It was believed that a culture had been obtained but the results were unknown. The pump was to be turned down over a two day period and then explanted. The pump contained baclofen 2,000mcg/ml, 200mcg/day decreased to 100mcg/day at the time of this report. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Event description:
Additional information: it was reported that the cause of the event was exposure of the catheter via decubitus ulcer. The patient was on chronic bed rest, had contractures, cachexia and the catheter eroded through the skin. The location of the catheter issue was at the distal (spinal) segment. The catheter was explanted. The patient was hospitalized. The patient outcome was reported as ongoing serious injury or illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Continuation of medical concomitant products: implanted: 2008 (B)(6), explanted: product typ catheter. (B)(4).

Event description:
Additional information received reported that patient was in emergency room on the date of this report because her pump tubing was ¿sticking out through her decubitus.¿ the patient had the ulcer about 3 weeks ago and the ulcer was getting worse.

Manufacturer narrative:
(B)(4).